Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that lead dislodgement was discovered at routine follow-up. The patient was asymptomatic. Lead was explanted and replaced. Patient¿s condition was stable.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that loss of capture was noted during follow-up and lead dislodgement was confirmed through x-ray.